Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of pacing due to oversensing and noise, undefined impedance qualified as high, and a fracture. It was noted that the patient experienced complete heart block and had to go to the emergency room. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.